Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type standard bore catheter extension set would not flush. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received in a zip lock bag inside the opened blister. Visual inspection did not identify any abnormalities that could have contributed to the reported condition, all components were correctly placed according to product specifications. Functional tests (pressure test, clear passage and block test) were performed and the results were satisfactory; the sample flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.